Event description:
Device returned with report of "infection-organism unk and unable to refill pump due to pressure possible reservoir lock." Follow up with hcp revealed pt experienced "minor withdrawal symptoms" prior to explant of pump. Hcp had difficulty refilling pump as seemed to have too much pressure. Residual volume was more than expected amount. Pt also had tenderness over the site of the pump. At surgery, hcp found pus in the pump pocket. A culture was done but no results were available. Device explanted. Pt is now covered with oral narcotics and is awaiting implant of a new pump in the future. Pt has suffered no sequela from this event.